Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50, (B)(4), model description: enh st ld kit 50cm. Model#: sc-3138-35, (B)(4), model description: scs phiii ext 35cm. The explanted devices will not be returned to bsn for further evaluation as they were discarded by medical facility.

Event description:
A report was received that the patient was explanted due to discomfort at the ipg site. The patient is reportedly doing fine following the explant.